Manufacturer narrative:
Sections with additional information as of 28-jan-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-028 there was not enough information to determine the mlurc.

Event description:
Consumer reported complaint for error message. Granddaughter is calling on behalf of the customer. Granddaughter was unable to recall the specific error message received. At the time of the call, the customer reported feeling some dizziness; medical attention was not needed at the time. Granddaughter stated that customer had a routine appointment with his primary care physician later that afternoon. Coordinator had initially spoken with customer and transferred customer's information to technician; technician was able to contact the customer's granddaughter. Granddaughter stated customer had performed a blood test and had been able to obtain a blood glucose test result of 173 mg/dl non-fasting using the true metrix meter. Customer was satisfied with the result obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizziness. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and to ensure that the initial concern is resolved - unable to establish contact with customer at this time.